Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "postoperative bone fracture and pain." "Improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 2 of 8 mdrs filed for the same patient (reference 1825034-2012-01135, 1136, 1137, 1138, 1139, 1147, 1156 & 1157).

Event description:
It was reported that patient underwent revision shoulder arthroplasty on (B)(6) 2009 for an unknown reason. A subsequent revision procedure was performed on (B)(6) 2012 due to pain and instability. The resurfacing head was removed and replaced.